Event description:
The report received indicated that during a coronary procedure, the balloon inflated normally; however, during deflation, it took approx two minutes for the balloon to deflate. The balloon was deflated by applying negative pressure in the inflation device; the balloon was deflated sufficiently to be removed normally. The maximum pressure applied was about 10 atmospheres using a 50:50 contrast to saline ratio. The device was exchanged and the intended procedure was completed successfully. There was no report of injury or adverse event to the pt. The physician repeated an inflation, outside the pt, again the balloon would not deflate. Further info indicated there were no problems encountered while removing the unit from the package. Additionally, there were no anomalies noted on the device prior to pt insertion.

Manufacturer narrative:
The product is available for eval; however, as of to date, it has not been returned. Based on reports of deflation difficulties encountered with the fire star ptca balloon catheter, cordis corp has initiated a worldwide voluntary recall for all distributed lots. Add'l info will be submitted within 30 days upon receipt.